Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the procedure, there was good back bleeding through the sheath/arteriotomy locator drip hole. The angio-seal device anchor was inserted until clicks were heard, and the device cap was pulled back to position the anchor flush with the sheath. However, when the doctor pulled to seal the puncture, the entire device came out. Compression was uneventful. Upon cutting the device apart, it was found that the anchor was still in the deployment channel, indicating that nothing was left in the patient. The puncture was not complicated, nor was it calcified or scarred. The user noted that the anchor might not have deployed because they didn't push hard enough or because the end of the sheath was on the back wall or compressed. However, the user did not feel anything unusual. Additional information was received on 02 oct 2024: the procedure performed was an antegrade angioplasty using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The puncture was not complicated, nor was it calcified or scarred. No pre-deployment angiogram was performed, but ultrasound was used for access. During deployment, there was good back bleeding through the sheath/arteriotomy locator drip hole. The anchor device was inserted until clicks were heard, and the device cap was pulled back to position the anchor flush with the sheath. When the device was pulled to seal the puncture, it all came out, indicating that the anchor failed to deploy from the delivery catheter. Hemostasis was achieved by manual compression, with blood loss less than 250cc. The patient's condition is stable. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The sheath/carrier tube assembly was found cut near the base of the sheath, separating the body of the sheath, carrier tube and suture from the assembly. The anchor and collagen were visible, and the collagen compressed. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).